Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, while continuing to experience the same symptoms, the patient used his last test strip and identified a significant discrepancy between the glucose readings, with a fingerstick bg measuring 495 mg/dl while the cgm displayed 45 mg/dl. On the morning of (B)(6) 2026, after obtaining additional test strips from the pharmacy, a fingerstick bg measured 595 mg/dl while the cgm displayed 69 mg/dl. The reporter (wife) stated that the patient remained very ill and continued to experience nausea, vomiting, and headaches. No treatment was reported, as the reporter ended the call to attend to the patient and was unable to provide additional details. Follow-up attempts were made on (B)(6) 2026; however, both attempts were unsuccessful, and voicemail messages were left. At the time of reporting, the patient's condition was described as ¿no change,¿ with continued nausea, vomiting, and headaches. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.